Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during attempted implant of the right ventricular (rv) lead there was poor sensing, high impedance and high threshold was noted. Therefore the rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.